Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing crosstalk on their device which was allegedly influenced by oversensing. Programming changes were made but are not ideal for the patient. Further programming will be evaluated. Device remains implanted.